Event description:
It was reported that t:slim x2 pump battery would not charge and customer had received low power alerts. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter with working wall outlet and had previously tried charging, and technical support instructed customer to leave wall adapter plugged into a confirmed working outlet for at least 30 minutes. However, charging issue did not resolve. Customer reverted to an alternate method of insulin therapy.